Event description:
It was reported the pt's ipg is flipping in the pocket causing discomfort. The scs system is functioning normally. The pt was referred to a neurosurgeon. Surgical intervention will take place at a later date.

Manufacturer narrative:
Recall #: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.